Event description:
It was reported that the fast-fix t2 did not fire after several attempts. A back-up device was used to complete the procedure. Nor significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.